Event description:
The patient¿s legal guardian reported that the pod experienced a needle mechanism failure during activation, with the pink slide not fully visible and the cannula not fully deployed, preventing use; the cannula from the pod did not insert into the patient¿s skin. No impact on blood glucose levels was reported. No treatment details were reported

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.